Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of angina is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.5 x 12 mm and a 3.0 x 8 mm xience alpine stents were implanted on (B)(6) 2017. On (B)(6) 2017, the patient was re-admitted with cardiovascular symptoms including angina. Although the treatment performed is unspecified, the fact that rehospitalization occurred indicates that some form of treatment was performed. No other information was provided.